Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a missing sensor wire on (B)(6) 2016. The sensor wire was inserted into the abdomen on (B)(6) 2016. Patient's mother stated that the sensor wire must have fallen onto the floor upon sensor removal. On (B)(6) 2016, the patient was taken to the hospital for an ultrasound in case the wire was inside the patient. Nothing was discovered in the ultrasound. At the time of contact, the patient was in good condition. No additional event or patient information was provided.